Manufacturer narrative:
B5 narrative information updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
This was clearly device related. A aortic valvuloplasty was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had right heart failure. Signs and symptoms were cardiac index < 2.0 l/min/m². This was clearly device related. Increase in rotation speed exacerbated aortic regurgitation (ar) leading to worsening heart failure. This was treated with an aortic valve repair.

Manufacturer narrative:
Corrected data: section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A is currently available. The IFU lists potential adverse events, including right heart failure and aortic insufficiency, that may be associated with the use of the heartmate 3 lvas. The IFU instructs that moderate to severe aortic insufficiency must be corrected at time of device implant. The IFU discusses that the lv size, position of the septum, and aortic valve opening should be monitored to determine the appropriate fixed speed setting. The IFU also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The IFU states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.". No further information was provided. The manufacturer is closing the file on this event.